Manufacturer narrative:
Pending evaluation. Concomitant device(s): s035099, 02-022-35-4009 - truliant tib imp ps insert sz 4 9mm; 6222387, 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t; 6190986, 200-07-35 - advanced patella 35mm 3 peg implant.

Event description:
As reported, approximately 3 years post op the initial left tka, this 75 y/o male patient was revised due to a loose femur. Patient complained of pain. Due to recall surgeon used a competitor for revision. Patient was last known to be in stable condition following the event. Product not returning, due to recall hospital will not release the implants.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening and pain. However, this cannot be confirmed as the device was not returned for evaluation.